Event description:
On return to central sterile supply, the screw on the mini im guide spacer, standard was found to be missing. The instrument is labeled with the directions "loosen screw for autoclave." The screw apparently is not designed to be removed however, the screw was able to become separated from the instrument. This obviously poses a risk for retention of the screw during surgery.